Event description:
It was reported that clear fluid was observed coming out of the incision when pressure was applied around the site. The neurostimulator was placed in an antibacterial absorbable envelope pouch before re-implantation. No symptoms, signs, or diagnosis of infection were present according to the physician, and the patient expressed feeling fine. The patient had taken daily antibiotics. No other symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. The issue was resolved with the completion of the revision procedure and re-implantation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating they attended the patient's wound check follow up visit. The healthcare provider (hcp) said everything looked good, and gave the patient permission to use the recharger as needed. Rep was in the room with patient, who said they felt great and had no issues.